Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and verified the reported issue. In addition, the service agent observed that the device had logged a potentially critical event code that is indicative of a device lockup. The device was disassembled and the internal wire harness and connections were inspected; however no discrepancies were found. After reassembling the device, the reported issue did not recur. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would enter a continuous loop of resetting itself. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.